Manufacturer narrative:
This report is filed february 3, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced redness at the magnet site and was treated with oral and topical antibiotics (date not reported). The implanted device remains.